Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged high blood glucose on event date (B)(6) 2022. Insulin pump passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat at 0.0873 inches. Insulin pump failed to pass the self test due to insulin pump error occurring during testing. Insulin pump was successfully downloaded using thus and carelink. Insulin pump error esf#na, file#37, line#367 occurred on (B)(6) 2022 09:20 am in history files. Unable to verify high blood glucose. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), fading serial label, cracked retainer. Unable to verify high blood glucose during testing. Insulin pump error is confirmed due to cracked soldered joint pin (01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.